Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how?

Event description:
It was reported that a patient underwent an abdominoplasty in (B)(6) 2018 and suture was used. During the procedure, when closing the flaps, the suture repeatedly broke at the time of knotting and the needle is separated from the thread. There were no adverse patient consequences. Additional information has been requested.